Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for device replacement procedure. During replacement procedure, it was noted that the device went to backup vvi mode. The pacemaker was explanted, and some loss of pacing was noted. It was suspected that the device was in back up vvi mode due to low battery or due to use of electrocautery. There were no patient consequences.

Manufacturer narrative:
The reported event of backup mode was confirmed. Device was received with electro-cautery marks on its metal housing. Analysis of the device image indicated backup operation occurred on the explant day due to non-maskable interrupt (nmi) error, consistent with exposure to external sources during explant procedure as indicated by the direct hit electro-cautery marks on can. After reloading the product code, electrical and mechanical tests indicated the device exhibited normal functionality and the battery voltage was at near elective-replacement level. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Expiration date should have been sep 30, 2011.

Manufacturer narrative:
Device manufacture date - should have been mar 17, 2010.

Event description:
New information notes the replacement procedure was for normal battery depletion. The normal settings were in bipolar mode prior to replacement. During explant, pacing was lost and wand interrogation confirmed the pacemaker to be in back up vvi unipolar setting.